Manufacturer narrative:
Analysis revealed gear train anomaly due to corrosion and/or wear and/or lubrication and a stall due to shaft bearing. Evaluation results code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient via a manufacturing representative. The patient was receiving morphine (unknown concentration and dose) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs. A motor stall was noted on the logs. It was unknown as to what led to the event. The device was replaced and the issue was reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.